Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (segments missing) issue. Reportedly, part of the screen was blacked out and unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2013 with the following findings: there were no missing segments in the display. The display was dim and discolored and setting the contrast to the maximum did not improve. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.